Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding the following incident: on (B)(6) the screw in question was used for a third metacarpal bone fracture case. During the operation, when inserting the screw over the plate, it broke off just below the head part. No broken part was left in the patient. A 60-minute prolongation of the surgery was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the screw was received with the head broken off. Additionally, the threads of the screw were sheared. The screw was manufactured in october 2013 according to specifications. The investigation has shown that the head of the screw broke off of the screw. Visually, we can see the threads are sheared and the screw head is detached from screw. This is indicative of the most probable root cause is excessive force and loading. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product codes: dzl, mqn. (B)(4). Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.